Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited two episodes of pacing inhibition due oversensing of noise resulting in asystole 2.5 and 23.5 seconds respectively for which the patient reported feeling light headed. The device was being used as a temporary external pacemaker with a competitor lead while the patient awaited implant of a new system. Boston scientific technical services (ts) reviewed device data noting the noise was consistent with minute ventillation (mv) sensor noise and oversensing. Ts advised that if using device externally in an off-label fashion the mv sensor should be programmed off to avoid such issues. The patient subsequently received a new system and this device is no longer in use. No additional adverse patient effects were reported. As the facility uses this device exclusively for temporary external pacing it will not be returned for analysis.